Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam pad 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the devices from heartsine technologies, (B)(4) on (B)(6) 2015. It is confirmed that pad-pak was manufactured by on 21-jan-2015, part of batch pad2241, expiry 2019/07. Review of the intelesens batch documentation, confirmed that there were no failed units relating to packaging faults', the pad sample pouch opening assessment' passes on all 8 sample units. Testing of the pad at both intelesens and heartsine technologies includes destructive testing of the pouch and none of the samples tested were found difficult to open. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was a patient involved in this event. Electrode pouch difficult to open.